Manufacturer narrative:
Device received with cracked battery tube threads noted. The test reservoir p-cap was able to lock in place. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test, self test, off no power test, a21 error test and all operating currents tested within the specification. No blank display noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump screen was hard to read. Customer stated that the insulin pump was malfunctioning and shutting off whenever it wants. Customer stated the insulin pump working and not working. Customer stated that even with a new battery not see the screen, sometimes it will stop without him knowing it. Customer reported that he was set a bolus and it was not start the count down, buttons will not press down, found that the keypad was locked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.